Event description:
Biomed dept. Has replaced 31 door assemblies with hairline cracks. (Hospital owns 187) these pumps are less than 3 years old. Alaris has given us a screw/spring update kit, which we feel will not take care of this problem.